Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a craniotomy and tissue resections were performed in a different location in the brain than anticipated, with the brainlab device involved, despite according to the surgeon: there was no (direct or increased) risk to harm a critical structure due to the deviation. There was no harm or negative clinical effect for this patient due to the deviation. There was also no prolongation of surgery/anesthesia time nor of hospitalization. There were/are no (further) medical/surgical remedial actions necessary, done, or planned for this patient due to this issue (besides potential revision biopsy which is not yet decided). According to the results of this brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause of the incorrect craniotomy done with the aid of navigation approximately 25 mm away from the target tumor lesion, resulting in an unsuccessful biopsy procedure (no abnormal tissue resulted from pathology) from tissue samples obtained after the inaccuracy was already suspected, was most likely an inaccurate patient registration (that was accepted for the procedure) due to the combination of: a suboptimal patient scan that was used for surface matching registration at this procedure: the registered patient scan did not exclude the head rest and objects/artifacts can be seen in some areas of the scan at the threshold used for registration. Skin shift was also noted due to the difference in patient positioning during the patient scan (supine) and the actual procedure (lateral) and from objects (e.g. Head rest) compressing on the patient's skin during the scan that was not present during the actual procedure. An inadequate point acquisition performed by the user for surface matching registration: points were not spread out evenly over both sides of the patient's head and points were only taken on one side of the patient's nose instead of the entire profile of the nose. Some points were also taken in areas of potential skin shift and/or where objects or artifacts were present in the scan. Apparently, the resulting deviation between the registered preoperative image and the actual patient anatomy was not recognized with the appropriate and necessary accuracy verification at several bony anatomical landmarks all over the patient's head during the verification step (before accepting the registration) and throughout the procedure, including before and during invasive surgical steps (e.g. Making skin incision, drilling craniotomy, etc.). There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for an open biopsy for retrieval of a diagnostic sample of a surface-level tumor lesion at the posterior midline, approximately 1.2 cm in diameter, has been performed with the aid of the brainlab cranial navigation version 3.1.4 (on (B)(6) 2021). A pre-operative CT scan was acquired one day before the procedure (on (B)(6) 2021), and a pre-operative MRI scan was acquired six days before the procedure (on (B)(6) 2021), to use with navigation. During the procedure the surgeon: positioned the patient lateral (left side facing upwards) in a non-brainlab head holder, and attached the brainlab patient reference array for navigation to the head holder. Performed the image registration with surface matching by acquiring registration points on the patient's skin surface with the softouch to match the display of the navigation to the current patient anatomy (improved registration twice with additional points acquired). Verified registration accuracy on anatomical landmarks using the softouch, judged it as (not perfect but) adequate for the procedure and accepted the registration to proceed. Marked the incision site on the skin (that circled around the tumor underneath) using the pointer. Draped the patient and exchanged the unsterile reference array for a sterile one. Verified accuracy using the pointer at the marked skin incision site, judged it as accurate, and made the skin incision. Determined the location for drilling using the pointer and performed the craniotomy (approx. 1.5 cm x 1.5 cm). Opened the dura underneath and other than expected did not see abnormal tissue. Took small samples (without aid of navigation), which were identified as normal tissue by pathology. Verified accuracy at the craniotomy site using the pointer and judged it as good. Extended the craniotomy by 0.5 cm in all directions, did (still) not see abnormal tissue, obtained more samples (without aid of navigation) and sent to pathology, which were identified as normal tissue. Verified accuracy using the pointer and detected a deviation at the patient's eye (of 2 cm) and at the midline (of 0.5 cm). Decided to not further enlarge the craniotomy, but to close the patient and end surgery. From a post-operative MRI scan the surgeon determined that the craniotomy was 2.5 cm inferior of the actual tumor / the intended location. According to the hospital/surgeon: tissue samples obtained were normal tissue (instead of diagnostic samples), even though the craniotomy was expanded by 0.5 cm in every direction. There was no (direct or increased) risk to harm a critical structure due to the deviation. There was no harm or negative clinical effect for this patient due to the deviation. There was also no prolongation of surgery/anesthesia time nor of hospitalization. There were/are no (further) medical/surgical remedial actions necessary, done, or planned for this patient due to this issue (besides potential revision biopsy which is not yet decided).